Event description:
Per user facility (B)(4) received from the FDA, the event is described as follows: "pt to ep lab for electrophysiologic study and catheter ablation due to persistent symptomatic atrial flutter and ischemic cardiomyopathy (lvef 30-35%). A coronary sinus catheter was placed via a 5-french sheath. Three venous sheaths were placed via the right femoral vein and used to deployment of 2 diagnostic catheters. The third sheath proved difficult to accommodate any catheter because of bending and was removed and another stick done. Somehow this 8-french sheath was sheared off when manipulated and the proximal end completely sheared off. A vascular surgeon was called and together with the cardiologist, they snared the piece of sheared sheath from the groin where it had remained without migration. This was done rather easily. The pt remained hemodynamically stable throughout the procedure and was discharged as scheduled that same day."

Manufacturer narrative:
Results, conclusions: is based upon eval of the returned sample; is based upon testing of reserve samples. During a f/u communication, the contact for the user facility stated that: it appeared that the physician pierced the affected sheath while in the groin during an attempt to get a third stick; the sheath was used in combination with a needle; a wire, sheath & catheter were then advanced through the introducer sheath "separating the introducer in two pieces", the pt remained stable throughout the procedure. Visual examination of the returned sample confirmed that the sheath had been separated into 2 pieces. The edges adjacent to the point of separation were damaged in a manner which is consistent with the sheath having been nicked or cut by a sharp instrument and then, pulled resulting in being torn in half during removal. Visual inspection and functional testing of reserve samples confirmed no abnormalities or defects. While the cause of the reported event cannot be definitively determined, the event description and returned sample appearance are consistent with the sheath having been damaged (partially cut) during use, and then, separating as a result of continued manipulation. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions for use, which states, "when puncturing or incising the tissue near the sheath, be careful not to damage the sheath." All available info has been placed on file in quality assurance for appropriate tracking, trending, and f/u. (B)(4).